Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2025-05460. It was reported during a surgical procedure to remove the left t12 drg lead, the lead frayed and broke. The distal end of the lead remained implanted in the patient. Additional surgical intervention may be pending to address the issue.